Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1237, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that she was awake during essure insertion procedure and she experienced excruciating pain. Doctor could not get the second coil into her tube so she had to return two days later to have it done. The day after procedure she had a partially prolapsed uterus and heavy bleeding. Since then she experienced horrible debilitating abdominal pain, heavy menstrual periods with enormous clots that were painful when coming out. She also had migraines, hip pain, hair loss, fatigue, anxiety, dizziness and nausea. She had an exploratory surgery done and the doctor could not find one of her coils. -result and assessment of the product technical complaint investigation received on 24-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medial assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had an exploratory surgery done and the doctor said he could not find one of her coils (interpreted as device dislocation). She also experienced heavy bleeding next day after insertion and horrible debilitating abdominal pain. These events are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known. No alternative explanation was provided for the events. Given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to exploratory surgery performed. Additionally, non-serious events were reported. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs